Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side rupture, pain, and hardening of the breast. Device has been explanted and replaced.

Event description:
Physician reported, right side rupture, pain and hardening of the breast. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.